Manufacturer narrative:
Failure analysis revealed that the insulin pump had no audible tones during the self test as a result of a faulty component. However, the device passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarms test.

Event description:
The customer reported that the insulin pump was not hearing any beeps. Suggested the caller to switch to the vibrate mode, but the customer did not want to change the alert type to vibrate. Troubleshooting was performed, and the self test failed. No further information was provided.